Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stenting procedure, a guide wire tip detachment occurred. The 80% stenotic de novo lesion was located in the moderately calcified and tortuous first and second diagonal artery, as well as the left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. Three pt2 guide wires were advanced to lesion in dx1, dx2 and lad. The guide wire in the first diagonal artery was positioned and bent repeatedly with the patient's heart beat. The distal tip of the guide wire broke and approximately 10mm was retained in the patient's distal diagonal artery. A vessel perforation was also reported during clinical follow-up. The procedure was not completed due to the event. The physician has no plans of going back to retrieve the guide wire tip. The patient status was reported as "fine."